Event description:
I have used poligrip for many years. Sometime after my lower teeth were replaced with dentures in late 1958. My top dentures were placed in prior to (B)(6)1951. Since approximately (B)(6) 1986, I began having tingling and numbness in my extremities. I was diagnosed on (B)(6) 2005 with neuropathy. I have been told that this condition is permanent and I now take 2 600 mg neurontin tablets twice each day. During a routine visit with dr (B)(6), I asked him if he knew why I had such tingling in my feet. This was on (B)(6) 2005. I had not seen any other medical persons about this problem prior to this dates. Dr (B)(6) gave me a prescription for 600 mg neurontin tablets, take 1 tablet twice each day. Several months passed and on another visit I explained to dr (B)(6) that the pills were not helping. He changed the rx to 2 tablets at bedtime. This did help somewhat, but was far from any cure. As a result of my violent, uncontrolled leg movements, my wife and I have separate beds!!!. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: mid 1960's to present. Diagnosis or reason for use: denture adhesive cream.